Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation in used condition. Event log shown one time error code 41786 and real-time clock (rtc) battery issue. High alarm displayed: downstream occlusion. Visual inspection performed. Found rtc battery issue and degraded downstream occlusion (dso) sensor. However, could not duplicate the customer's reported error. The most probable cause is the main board. Replaced main board to resolve the report error. The device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an error 41786. The event occurred during testing; there was no patient involvement, and no patient harm/adverse event reported.